Event description:
Country of complaint: (B)(6). The clips have been implanted and withdrawn during the same operation. Two clips remain in open position during the withdraw.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. MFR site eval: no traces of wrong use (wrong forceps) could be determined on the clips' surface. All permanent clips are tested regarding their closing force during production. The date of the affected batch was reviewed and found to be fully according to the specs. There are no hints for material or product deviations.